Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported calling paramedics and being treated for a low blood glucose level. Blood glucose level at the time of the incident was not provided. No further information was provided.